Manufacturer narrative:
Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. Device not received

Event description:
It was reported, "the patient was admitted to the hospital on (B)(6) 2014 due to metastatic adenocarcinoma of the neck, and after relevant examinations, it was determined that intravenous chemotherapy was given, and on (B)(6), the central venous catheter through the peripheral catheter was given for PICC catheterization. After the catheter was inserted during the process, the catheter was flushed with saline and it was found that the catheter was damaged and leaking. In order to avoid serious consequences of drug leakage after the catheter was inserted, it was replaced without causing any harm to the patient." No other information was provided.